Event description:
The patient presented with global laxity in the knee at approximately six months post-operatively. Cause of laxity is unknown. Revision surgery occurred to exchange the poly inserts.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.